Event description:
It was reported in the article fibroblast growth factor 23 is a strong predictor of adverse events after left ventricular assist device (lvad) implantation that a prospective observational study conducted between february 2017 and december 2020 included 27 patients undergoing lvad implantation, of whom 25 received heartmate 3 and 2 received heartmate ii, with a median follow-up of 30 months. Preoperative fibroblast growth factor 23 (fgf23) plasma levels were measured and analyzed together with established risk scores, including the heartmate 3 risk score (hm3rs), the heartmate ii risk score (hmrs), the european system for cardiac operative risk evaluation ii (euroscore ii), the michigan right heart failure score (mrhfs), the critt score, the euromacs right heart failure score (eurorhfs), and the kidney failure risk equation (kfre), for prediction of postoperative mortality, right heart failure (rhf), and renal failure requiring dialysis. The patients' demographics and preoperative clinical data are summarized as follows. The patient population included 27 individuals with a median age of 70 (60, 73) years, and 15% were female. Intermacs levels were distributed as 11% level 2, 33% level 3, and 56% level 4. A total of 52% of the patients did not have preoperative chronic kidney disease (ckd), 15% were classified as ckd stage 1, and 33% were classified as ckd stage 3. One patient (3.7%) required preoperative dialysis. Pulmonary hypertension was present in 63% of patients, and three patients (11%) had undergone prior cardiac surgery. Additional perioperative characteristics included bmi 29.7 (25.2, 33.6) kg/m², body surface area (bsa) 2.09 (1.99, 2.34) m², insulin-dependent diabetes mellitus in 26%, peripheral arterial disease in 11%, cerebrovascular disease in 19%, arterial hypertension in 96%, nicotine use in 56%, hyperlipoproteinemia in 37%, and transient ischemic attack in 7.4%. Chronic obstructive pulmonary disease was reported as 0-stage in 89%, stage 2 in 3.7%, and stage 3 in 7.4% of patients. Device distribution was 92.6% heartmate 3 and 7.4% heartmate ii. Postoperative outcomes included a median intensive care unit (ICU) stay of 6 (4, 22) days and ICU readmission in 22% of patients. Hospital length of stay was 21 (13, 55) days, and mechanical ventilation duration was 168 (16, 912) hours. Mortality occurred in 19% at 30 days and 11% after 30 days. Mean survival time was 42 months. Patients without postoperative right heart failure (rhf) had a mean survival of 56 months, while those with rhf had a mean survival of 26 months. Postoperative complications included right heart failure in 44.4% of patients and right ventricular assist device (rvad) implantation in 7.4%. Renal dysfunction was observed as acute kidney injury in 19% without dialysis and 26% requiring dialysis. Sepsis occurred in 26%, postoperative pneumonia occurred in 52%, and re-thoracotomy in 41%. Delirium occurred in 26% of patients. Stroke occurred as ischemic stroke in 8.0% and hemorrhagic stroke in 4.0%. Laboratory parameters before hospital discharge included free hemoglobin 40 (27, 60) mg/dl, hemoglobin 10.20 (8.90, 10.90) g/dl, platelet count 274 (170, 330) /nl, international normalized ratio (inr) 2.50 (2.10, 2.90), lactate dehydrogenase (ldh) 294 (254, 349) u/l, aspartate aminotransferase (ast) 48 (20, 52) u/l, alanine transaminase (alt) 40 (15, 60) u/l, bilirubin 0.34 (0.33, 0.44) mg/dl, creatinine 1.19 (0.88, 1.82) mg/dl, blood urea nitrogen (bun) 56 (50, 66) mg/dl, and albumin 2.80 (2.20, 2.90) g/dl. Multivariate logistic regression showed that preoperative fgf23 predicted postoperative rhf (or: 1.37, 95% ci: 0.78¿2.38; p = 0.031), mortality (or: 1.10, 95% ci: 0.90¿1.60; p = 0.025), and need for postoperative dialysis (or: 1.09, 95% ci: 0.91¿1.44; p = 0.032). Receiver operating characteristic (roc) analysis showed that fgf23 predicted post-lvad rhf with an area under the curve (auc) of 0.81. In conclusion, preoperative fgf23 levels were identified as a predictor of postoperative right heart failure, mortality, and the need for dialysis, and the addition of fgf23 to established risk scores improved their predictive performance.

Manufacturer narrative:
Yared, w., dogan, l., fassli, a. M., moza, a., goetzenich, a., stoppe, c., mohammed, a. F., kraemer, s., tewarie, l., abugameh, a., & zayat, r. (2025). Fibroblast growth factor 23 is a strong predictor of adverse events after left ventricular assist device implantation. Journal of cardiovascular development and disease, 12(8), 290. Https://doi.org/10.3390/jcdd12080290 no further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.